Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump screen was turning to rainbow blue yellow. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the colors start to move on the insulin pump screen when she touched the buttons. The customer was assisted in troubleshooting but the display did not return to normal. The customer also reported a crack above the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No rainbow color, missing segment/partial display anomaly noted during testing. Device had cracked lcd window, cracked case at display window corners. (B)(4).